Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Medical records were provided and reviewed by a health care professional. Review found patient had fallen for unknown reasons and began experiencing pain. Patient presented with a clicking, however the doctor has attributed it to weakness in the quads. This complaint was confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
No further event information available at the time of this report

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products and mdrs: 00541601601 gender solutions female femoral component porous size 3, left lot# 60934833 MDR: 0001822565 - 2021 - 01990. 00595403702 tibial tray fixed bearing size 4 lot# MDR: 0001822565 - 2021 - 01991.

Event description:
It was reported that initial left total knee arthroplasty performed. Subsequently, the patient underwent manipulation under anesthesia with cortisone injection two months later due to arthrofibrosis. Approximately three months later, the patient fell due to unknown reasons. Prior to the fall, she experienced clicking in the knee. Patient is unsure if she landed on the knee but experienced pain after. Patient was given no treatment or intervention.